Event description:
Litigation papers allege injury to the body and extremities, pain, and elevated metal ions. Update rec¿d 10/06/2014 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 10/31/2014. Update 16 jan 2015 - der rcvd. Added dor, surgeon and sales rep details and unknown stem and sleeve products. Updated cup and head to reflect the elevated metal ion levels.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).